Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer's blood glucose was unknown. The customer explained that the air bubbles occured after the filling the reservoir. The customer stated that the insulin used was stored in room temperature and that they did not rewind with the reservoir in place. The customer confirmed that there were no leaks. The customer was informed to review the instructions related to the infusion set and insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.